Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device "won't hold a charge". Patient has to go in for device check every two months to include "reprogramming". The patient said the mds feel the device is "not the quality" they expected and are "very unhappy with this device". It was further reported by the patient that when implanting the left ventricular lead it went through the "wrong vein" and that it "poked through (vessel) and back in." Both the device and the lead remain in use and no further patient complications have been reported as a result of this event.